Event description:
I had the essure implant done in 2013 I have been having lots of health problems due to the implant such as back pain, pelvic pain, very bad headaches, nausea, abnormal pap. I never had any of these problems before I had this done. All of my pap smears were normal I never had any of these problems before. I was told this was the best thing to get done instead of surgery after I had my 3rd child now I'm not so sure.